Event description:
Caller states that the device read 880mg/dl. The reading range of the device is 10mg/dl to 600mg/dl. The result was not found in the device memory. No treatment received based on result. Requested return of suspect device and replacement was sent.